Event description:
After the cardiomems sensor was deployed and during calibration the patient started coughing. Blood was observed in the sputum. Furthermore, the physician thought the delivery catheter possibly caused a small perforation distal to where the sensor was deployed. The patient was observed overnight; no testing or treatment was performed. The hemoptysis resolved on its own and the patient was discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported hemoptysis remains unknown. Per the IFU, hemoptysis is a known inherent risk of trauma to the pulmonary artery during a cardiomems sensor implant.

Event description:
Following deployment of the sensor and during calibration the patient developed hemoptysis. Furthermore, the physician stated the non- abbott delivery system may have contributed to a small perforation. The patient was observed overnight; the hemoptysis resolved and the patient was discharged the following day.